Manufacturer narrative:
(B) (4).

Event description:
According to the reporter: first and second firing were done with a duet(B) (4). The device was used for the third firing. Bleeding occurred from between the lung and the staple line where the corner of cartridge touched. Malformed staples were found on the staple line. Operative time was extended more than 30 minutes.